Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
Related manufacturer reference number:2017865-2024-72784, related manufacturer reference number:2017865-2024-72785, related manufacturer reference number:2017865-2024-72786. It was reported that the patient presented with an infection. The entire system was explanted. The patient was in stable condition.